Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0345788. Medical device expiration date: 2022-04-30. Device manufacture date: 2021-09-16. Medical device lot #: 1259266. Medical device expiration date: 2023-01-31. Device manufacture date: (B)(6) 2021. Medical device lot #: 1074769. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-03-15.

Event description:
It was reported while using bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes that the caps pop off when centrifuging product. The following information was provided by the inital reporter: customer is reporting caps popping off when centrifuging product 367871. Incident occurred on lot numbers 0345788, 1259266, 1074769.

Manufacturer narrative:
H.6. Investigation summary: bd received ten (10) samples from lot 1259266 and six (6) samples from lot 1047469 for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed. One hundred (100) retention samples of each available lot from bd inventory were evaluated by visual examination and no issues were observed relating to stopper defects as all samples met specifications. Additionally, ten (10) retention samples of each available lot from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Lot 0345788 was expired at the time of investigation. Therefore, no further testing could be completed. Bd makes no claims on the use of expired products. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes that the caps pop off when centrifuging product. The following information was provided by the inital reporter: customer is reporting caps popping off when centrifuging product 367871. Incident occurred on lot numbers 0345788, 1259266, 1074769.